Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Blood and tissue was observed on the jaws. The silicone and wire on jaws showed no signs of damage. There were no visual abnormalities observed on the device shaft or handle. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to cut for the complaint unit during our testing. The reported failure mode "mechanical issue (toggle)/failure to cut" was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a mechanical issue. The black button to activate cautery was making a loud noise, the toggle was hard to pull back and the burn was not as powerful as normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On 02/22/2016 02:51 pm (gmt-5:00) added (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Cs-cpl-2016-00072; (B)(6)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a mechanical issue. The black button to activate cautery was making a loud noise, the toggle was hard to pull back and the burn was not as powerful as normal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.